Manufacturer narrative:
Age at the time of event - 64 years. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that the eighteen wafers from two market units had off centered starter hole prior to use. He also stated that he normally got two good wafers per shipment, and he was frustrated with the issue. Further, mentioned that he did not use most of the wafers but had to use the ones less affected. He also reported decreased wear time. He stated that his normal wear time was one month and with those that were off centered, it was less than that a week or less. There was no harm reported. The photographs were received from complainant depicting the issue.